Event description:
The facility reported a fail code 403. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 403 was confirmed to be a failure code 403:317. A field corrective action has been initiated.